Event description:
Facility alleged the caster will roll after the brake is set. No injury reported.

Manufacturer narrative:
Stretcher located in repair area. Technician found that the caster will roll after the brake was sent. Adjusted the brake pads to resolve this issue.